Manufacturer narrative:
The reported events were high capture threshold, low pacing impedance and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited low pacing impedance, high capture threshold and high amplitude r wave. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited low pacing impedance and high capture threshold. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.